Event description:
It was reported that the patient had a shocking sensation, which happened randomly and did not correspond to positional changes. No accidents or traumas were reported. It was also noted that the patient reported it was sometimes painful when she synced her device with the patient programmer. The patient had a loss of therapeutic effect, with total symptom return for the 2-3 days prior to the report date. The patient felt soreness even when the stimulation is off and she could no longer sleep on her left side as the ins site was sore. On the report date, the patient also started experiencing muscle spasms in the pelvic area. The patient later saw her physician and was reprogrammed and the shocking stopped. The physician indicated he would be contacting the manufacturer for additional troubleshooting to determine why the shocking was occurring. The patient later indicated she was still having concerns with her device or therapy but had an appointment scheduled for (B)(6) 2015. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced shocking at the pocket site. Reprogramming was performed. The patient had greater than fifty percent symptom reduction and recovered without permanent impairment.